Event description:
The customer reported the distal y-port separated at the hub and leaked while injecting contrast in the radiology dept. Isovue 300 was being power injected at 3ml/second through the y-port and disconnection occurred where the y-port connects to the tubing. The tubing is labeled for use with low power injectors. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.